Event description:
Boston scientific received information that this device and a non-bsc lead were explanted due to patient infection. The sales representative reported that the patient was very non-compliant and endured a host of medical conditions. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.